Manufacturer narrative:
Evaluation results: the femoral stem does not appear to have any remarkable features. Any damage seen on the stem appears consistent with implantation and/or removal during the revision surgery. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient was initially implanted with a left total hip replacement was revised due to instability. Doing well postoperatively. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00365.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision for instability and possible pitting along the lateral wall of the thermal plasma junction (distal).